Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited fluctuating high out of range (oor) shock impedance measurements, along with high capture thresholds. Technical services (ts) was consulted, and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.